Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting noise and oversensing that resulted in the delivery of inappropriate shocks. There was no evidence of therapy exhaustion. The patient had an underlying rhythm at a rate of approximately 50 beats per minute (bpm). There was no report of any changes in pacing impedance measurements, however the noise was able to be reproduced. The device was programmed to monitor only and the patient was sent home with a life vest. Prior to the lead revision, we received information that the pacing impedance measurements had exceeded 2,000 ohms. A lead revision procedure was performed and it was evident per the physician that there was a conductor fracture just below the terminal pin, extra-thoracically. There was no evidence of clavicular crush per the physician. The lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time the lead has not been returned to boston scientific for analysis. There is no additional information available. If further information becomes available, this report will be updated.

Manufacturer narrative:
The lead was returned to our post market quality assurance laboratory in two segments. The distal end of the terminal segment was severed and analysis, including x-ray, confirmed the rs (-) conductor coil was fractured approximately 13 to 24 cm from the terminal pin, within the distal segment of lead. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. This fracture was likely the cause of the reported noise, oversensing, inappropriate therapy, and high pacing impedance measurements. The insulation at the fracture site was torn (approximately 11 cm was missing) and both the distal and proximal high voltage cables appeared pulled, extending several centimeters beyond the fracture site. Further inspection of the lead revealed a separation of the gore-covering from the medical adhesive (ma) at the proximal edge of the proximal shocking coil and at the proximal edge of the distal shocking coil. Additionally, the distal shocking coil itself was separated from the ma bonding, at the proximal end. The proximal shocking coil was stretched at the point of the gore separation. These findings would not likely have contributed to the reported clinical observations.